Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the device return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore, the root cause of the reported issue could not be identified. A photo and a video were provided which confirms the reported event but without the associated device or additional information for further investigation the root cause remains unknown. However, if we do get information later on, we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported by customer: the complainant states that upon completion of the patient's treatment, the pump began emitting a loud alarm. To avoid disturbing other patients, staff attempted to turn it off, but the pump would not shut down. It was moved to another room and continued to sound until the battery ran out. Subsequently, upon reconnection, the alarm activated again until the battery was depleted once more. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.